Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes contained foreign matter and air bubbles in the gel. The following information was provided by the initial reporter: "fm in gel x13. Damaged tube x1. Embedded fm in tube x1. Dirty tube x9. Gel air bubbles x14."

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes contained foreign matter and air bubbles in the gel. The following information was provided by the initial reporter: "fm in gel x13 damaged tube x1 embedded fm in tube x1 dirty tube x9 gel air bubbles x14."

Manufacturer narrative:
H.6 investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm in gel, damaged tube, embedded fm in tube, dirty tube, gel air bubbles, and bubble in plastic with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.